Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Correction: date received by manufacturer should be 2019-apr-03. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having trouble charging. The manufacturer representative stated that the ring on the connector was green, as if it was receiving electricity but the controller had a blank grey screen. It was noted that the manufacturer representative spoke with the patient and their friend/family member to attempt troubleshooting but it was not successful. It was further reported on (B)(6) 2019 that they tried different outlets to see if the controller would power on and that it would show a solid green light, but still would not power on. The patient removed the battery pack to do a reset, but it did not resolve the issue. It was noted that there was no change in the state of the controller and that it wouldn¿t show a screen other than the blank grey lock screen, no matter what button was it. The manufacturer representative stated that the patient was trying to charge their implantable neurostimulator (ins) but was unable to, as the controller was not working. The manufacturer representative reported that due to non-related memory issues, the patient would forget to charge their ins when it would get low. The patient was now experiencing a return of pain because they were not able to get the controller to power on in order to charge the ins. This was considered to be a gradual change in therapy/symptoms. It was further reported that the patient replaced the aa batteries in the controller and it was able to successfully power on. The repair department was contacted, and a replacement battery pack was requested. No further complications were reported or anticipated. Indication for use is spinal pain. MDR decision corrected to not reportable. No additional supplementals required.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 97745bp, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported controller screen was blank. Rep had patient try different outlets to see if the controller would power on. Rep stated the controller showed a green solid light, but controller would not power on. Rep had patient remove the li battery pack to do a reset, but it did not resolve the issue. It was reviewed plugged controller/charger into ac adaptor. It was confirmed power supply/ desktop charger light was on. Rep would called back the patient and the patient¿s son to have them replace aa batteries to see if the controller would then power on. It was noted patient had returned of pain. Rep stated patient was not able to charge and due to non-related memory issue, she forgets to charge the ins when it was low, and patient was having pain because she was not able to get the controller to power on to charge the ins. An additional noted from customer services indicated patient was trying to charge her ins but her patient programmer (pp) was not working. Clinical specialist tried to troubleshoot with patient and her son, both of them confirmed that the pp itself would not turn on. They tried different outlets to see if it was an issue with the outlet. It was noted the light with the actually plug itself, there was a green light on there showing it was receiving power and the pp itself had a solid green bar at the top, but it would not show a screen other than the blank grey lock screen-no matter what button was hit. They took the battery out and put it back in, there was no change in the state of the programmer. Additional information on (B)(6) 2019 from patient indicated he tried aa batteries and the controller did power on. A replacement controller would be sent, controller would not power on with li battery but power on with aa batteries. No further complication and events were reported.